Event description:
Adverse event(s): "visual problems" (vision, impaired). Product problem(s): "implanted upside down" (malposition of device [iol (intraocular lens) implant]). A user facility reported that an intraocular lens (iol) had been implanted upside down and the patient was experiencing visual problems. In a follow up, the facility reported the iol was repositioned six weeks following the initial implant surgery. The surgeon was unwilling to complete the questionnaire.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The surgeon was unwilling to complete the questionnaire. (B)(4). (B)(4). (B)(4).